Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50mm x 8mm liberté bare metal stent was selected and advanced to treat the target lesion. However, during the procedure, it was noticed that the stent shaft got broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the liberte/veriflex stent delivery system (sds) was received with a carrier tube, product mandrel, and protective tubing, liberte/veriflex inner packaging pouch and shelf box. The device and packaging matched the reported batch number. The product mandrel was completely loaded in the wire lumen and the protective tubing was placed over the distal end of the device, as-received. There was blood on the balloon. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hyptoube kinks. The hypotube was completely separated 17.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50mm x 8mm liberté¿ bare metal stent was selected and advanced to treat the target lesion. However, during the procedure, it was noticed that the stent shaft got broken. The procedure was completed with another of the same device. No patient complications were reported.